Event description:
During an lavh procedure, the flare on the cutting forceps detached from the device. The flare was recovered with no patient harm. Another like was used to complete the procedure.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.